Manufacturer narrative:
The 3maxc was fractured approximately 56.0 cm from the hub. Yield marks were present near the fracture. During functional analysis, the returned 3maxc was fractured; therefore, functional testing could not be performed. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. Yield marks were present near the fracture sight. This indicated that the device was kinked prior to fracture. If the device is forcefully advanced into a parent catheter at an extreme angle outside the patient body, damage such as a kink and subsequently a fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a non-penumbra catheter. During the procedure, while introducing the 3maxc into the catheter with no significant resistance, the distal end of the 3maxc that was outside of the catheter broke but remained attached. Therefore, the 3maxc was carefully removed. The procedure was completed using the same catheter, a non-penumbra microcatheter and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.